Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting: (B)(4). MFR report number 9610877-2020-00106 is being submitted for case2: model:ec-3890li; sn: (B)(4).

Event description:
The user facility returned two pentax medical customer feedback survey forms via fax to pentax medical on (B)(6) 2020 documenting andorate disposable valves not returning appropriately resulting in continuous suction. The user responded to a good faith effort request on 15-jul-2020, providing the pentax medical model and serial numbers used during the two procedures. No serious injury, or death of a patient or user was reported and in both cases the patients were not to be recalled and noted the patient condition as fine. The patient demographics were requested but not provided by the user facility. The andorate disposable valve model and serial numbers were not provided and remain unknown. Case1: model: ec-3890li; sn: (B)(4), case2: model:ec-3890li; sn: (B)(4). The colonoscope was not returned to pentax medical for evaluation for the reported event. Model ec-3890li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2008. Investigation is in-process.

Manufacturer narrative:
Correction information g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary: it was reported as a complaint about a pentax product, but we concluded that it was due to the influence of another company's product (andorate disposable valve) used in combination.